Event description:
The user facility reported that a 64-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows and continuous suction immediately after start-up. The pump was explanted as a result and upon explant a clot was seen in the cannula. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation. Based on the information available for clinical review, the root cause of the low pump flows was most likely ingested biomaterial. This report is being filed as part of a retrospective review of historical records.